Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown wrench and unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the lag screw had been placed into the patients femoral head (gold insertion wrench and plate connected to the lag screw with connection screw). It was also reported that the plate would not slide over the wrench/coupling onto the lag screw. The surgeon was able to do this outside of the patient as it was tested before he inserted the lag screw assembly in the patient over the wire. It was difficult to determine if this was an issue caused by not positioning the t handle insertion wrench in line (parallel) with the plate shaft (floor - patient supine) to allow the plate to glide smoothly over the coupling (anti-rotation barrel of the wrench/screw). Surgeon was sure he had the wrench in the correct position. The hospital has disposed of the implant (dhs plate and screw) that did not function as required. The t handle insertion wrench with a plate was tested and no issues with gliding over the wrench. Used richards pin and plate and there were no adverse patient outcome, but it was a 20 minute (slight delay in the procedure). This report is 1 of 4 for (B)(4).